Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. This issue also happened on (B)(6) 2015 with the same box of infusion sets. No adverse event reported. The infusion sets were requested to be returned for product evaluation.